Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 40 mg/dl. Customer also stated that the insulin pump was leaking and buttons of the insulin pump were not responding. The insulin pump will be returned for analysis.